Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/18/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast saline implant. During visual evaluation a crease was observed on the posterior view. A tear measuring approximately 0.1 cm was observed within the crease. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 375cc saline prothesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prothesis experienced left sided deflation post procedure. Volume loss was noted. As a result, replacement with mentor gel implants was performed on (B)(6) 2019.